Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. It was reported that the patient's husband noticed that the patient was not responding to anything and he checked her blood sugar and it was 36 mg/dl, while the cgm was showing 101 mg/dl. The patient's husband called 911 and when they arrived, they administered the patient with a sugar intravenous (IV) and got the patient's blood glucose to 140 mg/dl. The patient refused to be taken to the hospital and was left at home. At the time of contact, the patient was in good condition. No additional patient or event information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.